Event description:
It was reported that the touchscreen became frozen. Troubleshooting was performed and touchscreen display became restored and functional. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new relevant info be received, a supplemental form will be completed.